Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 04/19/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed that the lens was cut in two pieces, probably related to the removal process. Both haptics are complete and attached to the optic zone. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens was inserted and removed. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the haptic of an intraocular lens (iol) was noticed detached after the lens was completely inserted into the patient''s eye. Reportedly, the incision was enlarged in order to remove the damaged lens and another lens (non-amo) was implanted instead. No vitrectomy was performed. No further information was provided.